Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin.net transmission. The transmission showed stored episodes of non-sustained right ventricular oversensing due to post paced t wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed but were not performed. The patient was not scheduled for additional follow ups at this time. There were no reported adverse consequences to the patient.